Event description:
It was reported that approx. 36 hours after a successful vascular stenting procedure in an a/v fistula, the patient was reported to have blood-borne infection. Reportedly, the patient has dialysis, which could be the cause of the infection. There were no difficulties during the procedure or with the deployment of the vascular stent reported and there is no reported relation of the vascular stent to the patient's infection. The patient remained in the hospital overnight for further evaluations and was released the following day. The stent remains in situ. The patient is reported to be doing well.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.